Event description:
The complainant has reported that a patient (age and gender unknown) underwent a therapeutic procedure for the treatment of a gastrointestinal bleed. The clinician reported "the clip would not go forward". This was identified during the procedure. Specifics of how the clip would not deploy are unknown. No product is available for evaluation. The procedure was successfully completed with a different device. There was no ill affect to the patient.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this event at this time. Our directions for use outline appropriate placement, access and maintenance procedures.